Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify audio/vibrate anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they jump in to the water and they noticed that there was a water in the screen of the insulin pump and then there was no alarm and it was shut off. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.